Manufacturer narrative:
The device was received fully deployed. The device generated an 0x18 safety alarm, indicating the pod reservoir reached empty. The reservoir was confirmed to be empty. There were no timeouts or drive stalls observed that would indicate there was a struggle to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. During investigation, the exposed portion of the soft cannula was observed to be damaged. The exact timing and cause of this damage could not be determined, therefore it could not be determined if this damage to the exposed portion of the soft cannula contributed to the reported not sure delivering insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation that the cannula was damaged. It was reported that the patient¿s blood glucose level rose to between 300 mg/dl and 400 mg/dl while wearing the pod on the abdomen for longer than 48 hours. It was initially reported that the pod was not delivering insulin.